Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported air in the tubing distal to the device. At 0900, line b was programmed to deliver an unspecified concentration of treanda, at a rate of 999ml/hr, with a vtbi (volume to be infused) of 540ml, and the delivery was started. At 0930, the nurse reported the device beeped twice followed by a continuous audible alarm. At this time, the nurse noted that the treanda container was empty. The nurse reported that there was air in the tubing distal to the pump and past the patient's huber port-a-cath. The nurse could not specify the volume of air that entered the patient. It was reported that the device was powered off and the tubing set was disconnected from the patient. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.